Manufacturer narrative:
This is final MDR report being submitted for this complaint with associated MFR# 1226348-2017-00054 and 1226348-2017-00055. Product will not be returned. Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Initial reporter updated. (B)(6).

Manufacturer narrative:
This is initial MDR report being submitted for this complaint with associated MFR# 1226348-2017-00055 (B)(4). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product is expected to be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.

Event description:
As reported by a healthcare professional, during the procedure two enterprise2 stents failed to expand completely. It was reported that the stent had an internal curvature. The planned procedure was stent-assisted coil embolization of a giant cavernous aneurysm of size 28 mm at the left internal carotid artery. The aneurysm was first embolized with three coils after which an attempt to implant the first enterprise stent was made. However, the stent was not stable and was removed. Reportedly, the second stent ¿jumped into the aneurysm¿. The stents were not implanted as it was planned. The physician was planning to put a flow diverter 2 months after this current procedure. There were no adverse events. There were no damages noted on the enterprise stent prior to use. An adequate continuous flush was maintained through the prowler catheter and there was no difficulty during the introduction of the catheter over the guidewire prior to the attempted use of these stents. Patient was only implanted with coils and no stent were implanted as it was planned. Two weeks later the patient was implanted with a competitor¿s stent 4.5 x 50 mm. It was initially reported that the enterprise stents are available for return.

Manufacturer narrative:
Initial reporter updated (phone # listed here as the format will not be accepted) (B)(6).